Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact with no peeling or damage. During testing, the keypad buttons were all appropriately responsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the original complaint, the display screen was dim and discolored. The pump failed a leak test at the battery compartment. Evidence of moisture was found in the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the ok keypad button was under responsive. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.